Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Balloon deflation can be affected by, but not limited to, manufacturing damage, contrast mixing, bent/kinked shaft while inside the anatomy affecting the inflation/deflation lumen and/or stretched outer member (om) thereby reducing the inflation/deflation lumen. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It is possible that a sufficient amount of time was not allowed to fully deflate the balloon before an attempt to withdraw the device resulting in compromising the inflation/deflation lumen; thus resulting in the reported deflation problem and the reported entrapment of device; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The treatment appears to be related to the operational context of the procedure as the balloon was punctured and taken out. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous and 90% stenosed lesion in the left anterior descending coronary artery. The xience xpedition stent system was advanced to the lesion. The stent balloon was inflated to 12 atmospheres and the stent deployed and implanted; however, the balloon failed to deflate and was stuck in the patient. The balloon was then punctured and taken out. There was no adverse patient effect or a clinically significant delay in procedure. A non-abbott stent was implanted to complete the procedure. The patient was fine at the end of the procedure. No additional information was provided.